Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breast cancer, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient had been injected with juvéderm¿ voluma¿ with lidocaine with 25g cannula in cheek (ck1, 2, 4), chin (c1, 2, 3), jaw (jw4,5), and earlobe. Eleven months later, patient was injected with juvéderm¿ voluma¿ with lidocaine in jaw (jw1, 2, 3, 4, 5) and with juvéderm® volift¿ with lidocaine in lips (lp1, 5) and nasolabial folds (nl1, 2). Six months later, patient developed nodules under chin and jawline. Patient visited another hcp and had ultrasound performed; nothing showed in images. Hcp believed they were benign cysts. Four months later, patient was injected with juvéderm® volite¿ in "decolette", with juvéderm¿ voluma¿ with lidocaine in cheek (ck1,2), with juvéderm® volux¿ in jaw (jw1, 4, 5), and with juvéderm® volift¿ with lidocaine in lip (lp1, 2, 3, 6), marionette lines (m1), and chin (c1). The same month, patient was diagnosed with invasive ductal cell carcinoma, deemed not device related. Patient had right mastectomy and was prescribed anastrozole. Fourteen months later, patient's aesthetician advised the nodules in chin were filler. Patient was treated with 150u hyaluronidase. One month later, patient was treated in chin with 150u hyaluronidase as lumps had persisted. Two weeks later, patient developed nodule on bridge of nose. Area was treated with 150u hyaluronidase and 10u kenalog® injection; chin treated with 50u hyaluronidase and 2u kenalog®. Patient was concomitantly injected with botox®. One day later, patient reported there was some improvement. Patient scheduled for another follow up. Symptoms ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03351 (allergan complaint # (B)(4)), MDR ID # 3005113652-2021-03352 (allergan complaint # (B)(4)), MDR ID # 3005113652-2021-03346 (allergan complaint # (B)(4)), MDR ID # 3005113652-2021-03347 (allergan complaint # (B)(4)), MDR ID # 3005113652-2021-03348 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2021-03349 (allergan complaint # (B)(4)). This MDR is being submitted for the third injection of the second suspect product, juvéderm® volite¿.